Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that the therapy table top was lowered onto a patient gurney by the customer and the front end phenolic insert of the therapy table top by the gantry came out on a big bore oncology CT system. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander and there was no mistreatment of a patient due to this event. The fse stated that the therapy top was not misaligned or broken but the phenolic insert connected to the wedge had come off from the front end (facing the gantry). The fse further stated the screws holding the wedge to the phenolic insert did not come out and that they were still secured. The phenolic insert (with the wedge) came off of the therapy table top. The fse confirmed the customer reinserted the phenolic insert pegs into the therapy table top and reconnected the front edge wedge to resolve the issue. The fse confirmed the hospital physicist reviewed the system prior to use, and the fse examined the CT system by applying mechanical force by pulling the insert out with his hand and found it was firmly connected. The fse then performed a visual and functional check and determined the CT system was able to be turned over to the customer. The fse also confirmed that initially, when the event took place and the fse was informed, he had ordered a new therapy table top to be replaced at the site. When the fse received the table top, the customer refused to have the new top installed. The fse then returned the table top to philips. After service, there have been no further recurrences of this issue at the site. CT engineering investigated the issue and determined that the issue is of acceptable risk. The following mitigations are applicable in this case: front captured in bayonet hole; IFU warning to check alignment if the top has been impacted with significant force ; recommendation to check alignment daily in IFU ;

Event description:
The customer reported a therapy table top was lowered onto a patient gurney and the front end phenolic insert of the therapy table top by the gantry came out of the therapy table top on a big bore oncology CT system. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander. The fse confirmed the patient support was not damaged. The fse confirmed the customer reinserted the phenolic insert pegs into the therapy table top, reconnected the front edge wedge to resolve the issue. The fse confirmed the hospital physicist reviewed the system prior to use, and the fse examined the CT system and determined the CT system was within specification.